Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient that had an original surgery 2008 had enhancement treatment on (B)(6) 2015 and presented on (B)(6) 2015 with epithelial ingrowth on right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, pre and post bcva shows patient when from 20/20 to 20/30 in left eye. The patient was asymptomatic. Flap lift and rinse (treatment) was discussed and explained to patient but since the epi-ingrowth is not causing any visual acuity issues or discomfort the surgeon is not performing any treatment for it. Bcva from (B)(6) 2008 right eye pre-op 20/20 -2.75 x -2.75 x 0, left eye pre-op 20/20 -3.00 x -2.25 x 172. Bcva from (B)(6) 2015 right eye post-op 20/20 -.50 x -.25 x 25, left eye post-op 20/30 -.25 x .00 x 90.